Event description:
Complainant alleged that while attempting to monitor a patient through defibrillation electrode pads, the device displayed "check pads" and "poor pad contact" messages. Complainant indicated that the clinician obtained another device but was unable to obtain an ECG signal through the same electrodes. A second set of electrodes were attached to the patient but ECG signal was still unavailable. Complainant indicated that the patient subsequently expired.